Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2010, the pt underwent an endovascular procedure to treat an abdominal aortic aneurysm. On an unk date, a proximal type I endoleak was identified. On (B)(6) 2011, the pt underwent an intervention for a proximal type I endoleak. A gore excluder aaa endoprosthesis aortic extender component and a palmaz stent were implanted in the proximal end of the trunk-ipsilateral leg component. The endoleak was resolved. The pt tolerated the procedure.